Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited high sensing. Programming changes were made, but it caused the ICD to exhibit undersensing. Additional programming changes were made to resolve the event. The patient's condition was unknown.

Event description:
Additional information received indicated that the patient had no consequences due to the event.